Event description:
Aspirator will not hold a battery charge. An inspection of the device revealed a defective battery pack. The battery pack was replaced and the device was tested to specifications and returned to the customer. No injury or death resulted from the incident.